Event description:
It was reported that during an unk procedure, were doing a lung wedge resection. First 3 firings worked correctly. When reloading for the 4th load, device was clamped onto the tissue, they tried to fire, device did not fire. It made a snapping noise and a yellow piece fell out of the stapler, they are not sure where from exactly. Stapler was removed and replaced, the same reload was reused with no problem as it had not been fired on when the incident happened. The surgery was not delayed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4: batch # 403c78. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator missing; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. Device history review a manufacturing record evaluation was performed for the finished device batch number 403c78, and no non-conformances were identified.